Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Thrombosis is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported thrombus formation was an anticipated procedural complication. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the midline anterior communicating artery (aca) using penumbra smart coils (smart coils). During the procedure, a thrombus formed in the patient¿s aca. The physician, therefore, administered medication, and this event is considered resolved as of (B)(6) 2018. The patient was discharged to an extended care facility on (B)(6) 2018. The thrombosis was adjudicated to be an adverse event with a possible relationship to the smart coil system and a possible relationship to the procedure.